Event description:
Probe reading 100% when clinically the pt was 80%. Pt was being ventilated on a siemens 300a ventilator, on 45% oxygen, on pressure support and continuous positive airway pressure, and was breathing spontaneously. At this stage pt's spo2 was high 90's/100%. The consultant was continuing a very slow weaning process gradually reducing the oxygen to 21%. The spo2 was still measuring 100%. This was being measured on a pleth2 and there was a good waveform with all the signs indicating a good pick up. The pt then started to go off, respiration increasing to 44, becoming tachycardic, sweaty and cyanosed. As a result the pt had to be fully ventilated again and was unstable for 24 hours. Pt is now off ventilatory support (08/11/2000) and is breathing via a tracheotomy.